Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's leads ECG function was not reading properly. There was no pt involvement.

Manufacturer narrative:
(B)(4).